Event description:
The pt was admitted to the hospital for removal and replacement of a tesio catheter secondary to malfunction. During dialysis in 2002, the venous limb of the catheter was noted to be infiltrating beneath the skin.